Event description:
It was reported that, on (B)(6) 2007, patient underwent following procedure: posterior lumbar interbody fusion at l2-3, l3-4, l4-5, l5-s1 with interbody cages, bmp and local bone graft, as well as posterolateral instrumentation and fusion i.e. A 360 degree fusion, l2, l3, l4, l5 and s1 with intratransverse process bone graft material, pedicle screw fixation and reduction of degenerative scoliosis. Pre-op and post-op diagnosis: advanced degenerative disc disease, l2-3, l3-4, l4-5 and l5-s1 with degenerative scoliosis and intractable back pain. Per operative notes: ".. An 8 mm wide x 10 mm tall x 22 mm long cages were packed with bone morphogenic protein and placed in the inters paces at each level. This resulted in restoration of the foraminal height as well as improving the alignment of the patient's degenerative scoliosis.. Bone morphogenic protein was placed along the intertransverse process region followed by placement of allograft and remaining morcellated autograft. This was placed in close contact to the bone.. No complications were reported.."

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l2-3, l3-4, l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.